Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The irritation was described as weeping skin under all of the electrodes. The patient generally has sensitive skin and sweats. There was no alleged device malfunction contributing to the irritation. Patient was prescribed polaramin and barriera spray by the general practitioner. The patient also used gentalin lotion. Follow up indicated the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described as weeping skin under all of the electrodes. The patient generally has sensitive skin and sweats. There was no alleged device malfunction contributing to the irritation. Patient was prescribed polaramin and barriera spray by the general practitioner. The patient also used gentalin lotion. Follow up indicated the irritation improved.